Manufacturer narrative:
Correction: updating h6 to reflect b5 attempted programming changes.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited incorrect interpretation of signal. Reprogramming was attempted, but unsuccessful. There were no patient consequences.